Event description:
The customer called the helpline asking whether it would be advisable to take more insulin as the reported blood glucose value was 405 mg/dl. The customer treated the high blood glucose with the insulin pump. The helpline advised they could not make the recommended dosage for the customer. The bolus wizard feature of the insulin pump recommended waiting 2 hours before making a choice of insulin dosage. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.